Event description:
It was reported that the pt's vns generator could not be interrogated by multiple programming systems. The physician believes that the generator has migrated beneath an extensive amount of breast tissue as the pt has gained a significant amount of weight over recent years. It was indicated that the generator was difficult to palpitate. There was also concern that the pt's generator was at end of service which could be contributing to the interrogation issues. The pt has recently been experiencing an increase in nocturnal seizures. A battery life calculation has been performed that estimates -1.98 years until end of service, however, the caregiver states that swiping the magnet still aborts seizures. The pt is non-verbal and unable to communicate if she is able to perceive stimulation. Attempts for further information have been unsuccessful to date. Surgery for vns replacement and relocation of the pocket is likely.